Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. Leak testing revealed a battery compartment leak. Evaluation also revealed the ok keypad button was over responsive and the ok button contact was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. Leak testing revealed a battery compartment leak. Evaluation also revealed the ok keypad button was over responsive and the ok button contact was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12-jul-2019.